Manufacturer narrative:
No information provided. Awaiting for information regarding expiration date, UDI and the manaufacture for lot number as reported. MFR 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) blood fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. MFR 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. MFR 3m continues to monitor their complaints to confirm the effectiveness of the changes made. The lot number provided would have included the above solvent improvement. End of report.

Event description:
A 3m¿ ranger¿ blood/fluid warming system high flow was leaking at the y connector. The type of fluid being used was not specified. No patient injury was noted nor was any patient information provided.

Manufacturer narrative:
Product name was updated as it appears on product label. Manufacturer narrative: the expiration date and manufacture date was not included in initial report this information is being provided in this follow-up report. In addition, UDI was not mandated for product produced in (B)(6) 2016.